Event description:
Boston scientific received information that one week following the implant procedure, loss of capture was noted on the right ventricular (rv) lead. As dislodgement was suspected, the physician decided to revise the lead. When attempting to reposition the lead, it became stuck in the tricuspid valve and was unable to be manipulated. As a result, the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.